Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of the patient's morphology change with an elevated heart rate of 130 beats per minute (bpm). Technical services (ts) recommended programming changes around a new reference template with the morphology change. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.